Event description:
It was reported that the insulin pump had a blank display, which was not resolved by a battery replacement. The customer's mother did not know the blood glucose reading. She stated that the customer woke up and found that the screen was blank. She also observed a crack located where the up button was, about 2 centimeters from the screen to the top of the insulin pump. She did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.